Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 160 mg/dl. A system check was performed and the insulin exiting from the cartridge tubing appeared to be "gelled". The customer stated that the vial of insulin appeared to be cloudy and that a new vial would be used to load new supplies onto the pump.